Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The black and white transfer suture was returned with the loop cut. The opposite end has also been cut and a knot created in it. Half of the blue and white repair suture was returned with a fracture on one end. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: case - (B)(4).

Event description:
It was reported that, during a bankart surgery, after the insertion site was cleared of all debris, when passing to the labrum, the suture of a q-fix knotless anchor was tear after implantation. The procedure was resumed, without any delay, using the same device, as the anchor was already fixated and secured when the issue was noticed. No further complications were reported.